Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Customer complaint is undetermined. We cannot confirm nor deny reported allegation with the return product.

Manufacturer narrative:
(B)(4). H6 codes: medical device problem code- correction / remove code 3191 due to incorrect entry on 2nd supplemental.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.